Event description:
Reportable based on device analysis completed on 14-mar-2022. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 4.00 x 38 synergy ii drug-eluting stent was advanced, however, failed to cross the lesion. The procedure was completed with another of the same device. There were no complications reported and the patient is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.00 x 38mm stent delivery system (sds), was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the proximal section of the stent was found to be lifted from their crimped position. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.